Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 100 units of insulin, and the insulin gauge initially displayed a fill estimate of over 120 units of insulin in the cartridge, which then decreased to a fill estimate of over 60 units. The customer's blood glucose level was 60 mg/dl.